Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, multiple alert episodes of atrial noise reversion were noted. It was also noted that the patient experienced non sustained ventricular tachycardia and one atrial tachycardia pacing therapy was delivered. Sored egm showed electromagnetic interference (emi). The physician did not allege any malfunction. On (B)(6) 2019 the patient presented in clinic for follow up. Device interrogation did not reveal any new episodes of emi. Patient reported playing slot machines on (B)(6) 2019 and did not interact with any metal detectors or security measures. Programming changes were made to prevent inhibition during emi. The patient was stable and will continue to be monitored.